Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a saline mentor breast implant and experienced deflation on the left breast implant. As a result, the patient will undergo explantation on (B)(6) 2018.

Manufacturer narrative:
On 9/20/2018, it was reported to mentor that the device that was received is non-mentor product and no further investigation will take place, and this event no longer qualifies as MDR reportable. Manufacturer¿s reference number: (B)(4).